Event description:
Following a ptca/stent procedure on 11/30/97, an angio-seal device was placed with unremarkable results. The pt was transferred to the nursing division with the tamper tube, spring, and suture still in place. Prior to the transfer there was no note of bleeding or hematoma; however, upon transfer to her bed, a large hematoma was noted to form. Manual pressure, a sandbag, and a femostop were used for approx an hr without resolution of the bleeding. The pt's IV fluids were increased and the pt was transfused with 2-3 units of prbcs. The pt became hypotensive and tachycardic with blood pressure 60-90 and a heart rate of 120. The pt developed chest pain which was identified as occlusion of the lad (left anterior descending); on subsequent catheterization and while in the cath lab, the artery was diagnosed in spasm. The pt coded and expired. Follow-up with the physician on 12/3/97 revealed that he does not feel that the angio-seal caused or contributed to the pt's death, but that the pt's expiration was due to the occlusion of the lad.